Event description:
It was reported that after one hour of dialysis treatment with a polyflux 170h, the patient's blood pressure (bp) decreased to 82/49 mmhg and the patient experienced sweating. The patient was given 100 ml of saline and ultrafiltration was suspended. Twenty minutes later, the patient complained of "unbearable chest distress" with bp of 112/66 mmhg. Treatment was suspended, and the blood was returned to the patient. The patient received one ml of intravenous dexamethasone sodium phosphate and the dialyzer was replaced. The patient continued treatment (with new dialyzer) for more than two hours, with no issues noted. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.